Event description:
It was reported that the artificial urinary sphincter (aus) was explanted because the patient experienced recurring incontinence. A new aus device was implanted.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither patient symptoms or a device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.